Event description:
It was reported via facility medwatch (mw5188704) that the patients spinal cord stimulator (scs) device was causing an artifact on an electrocardiogram (EKG) reading. No further information could be obtained.